Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during laparoscopic cholecystectomy, the endoscopic image became noisy and then black. After a while, the endoscopic image was restored, and the user continued and completed the procedure with the devices. There was no report of patient injury associated with the event. The device was used in combination with the olympus light source clv-s190 with serial number (B)(4) and the endoscope ltf-s190-5 with serial number (B)(4).

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Please see the update in section h5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the noise or blackout has not recurred since the incident was reported by the facility, or that the noise or blackout may have been caused by other equipment since no additional information was obtained upon follow up. The device was not returned from the facility. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿otv-s190 operation manual/ 9.2 how to identify and solve problems. No image is displayed: the monitor is not turned on. Turn on the monitor according to the "instruction manual" of the observation monitor. Turn on the power of the observation monitor according to the "user's manual" of the observation monitor; the endoscope or camera head is not connected properly: connect the endoscope according to the "instruction manual" of the endoscope and "6.3 endoscope connection; the monitor cable is not properly connected: connect the monitor cable according to "3.5 connecting the observation monitor"; the output setting of the observation monitor is not appropriate: make appropriate settings according to the "user's manual" of the observation monitor; there is foreign matter (chemical residue, water stain, sebum stain, dust, gauze, etc.) On the electrical contacts of the scope connector: wipe the electrical contacts of the scope connector with a gauze moistened with rubbing ethanol and dry thoroughly. After drying the scope connector, securely connect the endoscope to the output connector of the light source.¿ 6.3 connecting the endoscope: the video connector should be connected when it is sufficiently dry, including the electrical contacts. If it is wet, wipe it according to the "instruction manual" of the endoscope. Wet connections may result in malfunctions such as image loss or flickering. Olympus will continue to monitor field performance for this device.